Event description:
Procedure commenced using ultrasound guidance, right basilic vein cannulated and guidewire threaded. At 8cm the guidewire would not thread, therefore removed. Second attempt at threading was also unsuccessful. The guidewire would not completely pull out from the exit site. Several attempts made and registrar called to assist. He was also unsuccessful at removing the wire, x-ray of arm ordered by registrar which showed approximately 2cm fragment sat in the upper aspect of the patients arm. Transferred to another nhs trust for vascular surgeons to remove the fragment of wire from patients arm without success. Approximately 2cm remain embedded in the wall of the vein and unable to be removed unless vein dissected.

Manufacturer narrative:
Received a small segment of the guidewire for evaluation. A visual examination of the piece of the guidewire revealed it is elongated and approximately 13cm in length. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. We are unable to determine the cause or factors that may have contributed to this event. The segment of guidewire is too small and damaged for an evaluation.